Event description:
It was reported by the customer that stylet - has crack near green part that did not allow for flushing and blood backing into PICC tubing on insertion. There was no harm to the patient, just was unable to use saline flushes to assist with insertion other than priming the line, as it would not efficiently flush without leaking from stylet. Allowed blood backflow into PICC, care had to be taken to place the line quickly to prevent clotting of the line.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.